Event description:
The lot #q570975 is the suspected lot, but can not be verified. It was reported that the needle in the 13 cm splittable sheath kit was defective causing a 40% pneumothorax during a dual pacemaker implantation procedure. Patient had a chest tube inserted and was hospitalized. No further complications. Patient was discharged in stable condition from the hospital on (B)(6) 2014.

Manufacturer narrative:
Device evaluation: the device history record, was reviewed and found no exception documents. Review of manufacturing instructions found to be without exception. The complaint database was reviewed and found no similar complaints for this product or lot number. The device was evaluated on 08/05/2014. The returned needle showed no damage or abnormalities at the tip. Needle was bent slightly near the hub, but cannula was not obstructed. A guidewire was passed through with no resistance. A root cause has not been determined. Complaint sample was found to be within specification.